Manufacturer narrative:
Product analysis: analysis determined that the stylus was out of alignment and calibration failed. It was further reported that the stylus was missing and the cord bay latches were broken/fractured. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer does not work. The programmer was returned. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.